Manufacturer narrative:
This report is submitted on july 12, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient developed an infection, unrelated to the device, and subsequently the device was explanted on (B)(6) 2018. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.